Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of mild to moderate regurgitation; severe calcification present between right coronary cusp (rcc) to non-coronary cusp (ncc) and ncc to left-coronary cusp (lcc). There was no calcification was observed in the left ventricular outflow tract (lvot). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, an incomplete stent opening (iso) was observed, and it was recaptured then the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4.5 to 5mm on the left-coronary cusp (lcc). Post-procedural computed tomography (CT) demonstrated worsened expansion compared to the previous day. The patient was readmitted into the hospital for post-implant balloon valvuloplasty (post-bav) and contrast imaging was performed. Angiography revealed abnormal movement of the valve frame; two portions of the inflow stent opening appeared to be fractured, and disruptive blood flow was observed. Therefore, no additional intervention was performed. On (B)(6) 2026, the valve was explanted and a non-abbott valve was implanted by performing a surgical valve replacement (savr). At the time of explant, four sites of stent struts disconnection were observed. The patient was in a stable condition.